Event description:
It was reported by the clinician that upon removal, the spring wire guide (swg) unraveled. The catheter and swg were removed as one and the swg remained intact. As a result, a second kit was used successfully. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed, if add'l info becomes available.